Manufacturer narrative:
Findings: unit passed displacement test, rewind, seating, basic occlusion and occlusion test. Sleep current within specifications. Unit passed self-test. Low battery alarm was noted on long history file. Pump was returned for power error (alarm 25). Detailed trace analysis confirmed low battery alarmed and then alarm power error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with keypad overlay texture damage, cracked reservoir tube lip, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown.